Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the self test and the displacement test. No damage or moisture damage on keypad assembly, unlocked electrical board keypad connector, or stuck button alarm noted during testing. Device was received without the original battery cap. Unable to verify battery cap damage. Device was received with case cracked behind the insulin pump at the corner of the belt clip rails.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump select button was unresponsive and buttons were not responding. The customer¿s blood glucose level was unknown at the time of the incident. The customer was also reported that insulin pump was reported that the pump was neither dropped nor exposed to moisture and the scroll bar was not moving with no input. The customer was also reported that buttons had a delay and require multiple pushes to actuate the button and battery cap was damaged. The customer was assisted with troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.